Event description:
Upon deployment of a vena tech vena cava filter in the infrarenal vena cava, it was reported that the filter did not open. The filter subsequently migrated through the heart into the pulmonary artery. The pt was returned to his room after this procedure without further intervention and expired the following day. (Please note that the above description is based upon a telephone report by hosp personnel and has not been verified by the MFR.